Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. All of the contrast and up arrow keypad buttons were intermittently unresponsive and the down arrow and ok keypad buttons responded appropriately. Evaluation revealed contamination under all of the keypad buttons and the contrast and ok key contacts were found to be misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. Unrelated to the complaint, the vibration motor was found to be unresponsive and the vibrations motor contacts were found to be misaligned. (B)(4).

Event description:
The lay user / patient contacted animas alleging that they started having issues with the buttons a few months and the past 3 weeks the buttons have become worse. Patient claims that the up, down, ok all having issues. Keypad is intact. There was no adverse event associate with this complaint. The pump was replaced.